Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the estimated remaining battery longevity of this pacemaker decreased from 4.5 years remaining to 2.5 years remaining over the course of one year. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.